Event description:
During preventative maintenance by a zoll medical technician at the cusotmer's facility the device's ECG baseline was not readable. There was no patient involvement in the reported malfunction.